Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus, that the entire screen goes black while using the endoeye flex deflectable videoscope. The issue was found during preparation for use, the unspecified diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue could not be duplicated. In addition, it was also found that due to a broken charge couple device the image is noisy and scratched, the video cable was wrinkled, and the plastic distal end cover had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it cannot be ruled out that the image sensor unit was damaged during the user's handling, but the cause could not be identified. Olympus will continue to monitor field performance for this device.